Event description:
It was reported that a new ilet user experienced hyperglycemia while using the ilet insulin-only system, including a low insulin alert on the pump with approximately 35 units remaining, and later self-administered long-acting insulin (lantus) while unsupervised, after which they were instructed to disconnect and shut down the ilet and contact their healthcare provider; the patient was subsequently reconnected to the ilet using a contact detach infusion set without issues. Symptoms included elevated blood glucose values up to 316 mg/dl trending down and later 277 mg/dl. Outcomes included temporary discontinuation of ilet therapy and user education on cartridge replacement and appropriate use of insulin while on the system, with no hospitalization. Investigation included troubleshooting and education regarding alert response, infusion set confirmation, and safe use practices. Investigation of this case revealed no device malfunction and suggested user management error due to the administration of long-acting insulin concurrent with ilet use, with infusion set and pump functioning as expected. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear for the hyperglycemia, confounded by user administration of long-acting insulin.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.